Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issues were noted. When technical support specialist (tss) verified the devices, it did not display any communication error. The customer had rebooted the devices, which cleared the error icon on hsv, and reported no further issues afterward. Tss reviewed the logs and found no communication problems. However, the logs for or3 showed communication issues, specifically with connecting to the server for uploads between 20:49 and 21:33. No further issues have been observed since that time. The system functioned as intended after the technical support specialist troubleshot the device. E.1. Initial reporter facility: community regional med ctr for its remote loc of fresno heart & surg

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system, devices were not connected and were not receiving patient data. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.